Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level events. The customer had symptoms such as and treated with customer's blood glucose value was 259 mg/dl at the time of the call. Customer stated that she had high blood glucose of over 600 mg/dl and treated with manual injection and the issue continues even after the infusion set was changed. Customer had a blood glucose reading of 379 mg/dl in the morning and even if she treated, her blood glucose would still be high. Customer reported that the high blood glucose levels began a week prior to call. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer also reported that the insulin pump buttons were hard to press and declined troubleshooting. The product was not returned for analysis.